Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. Therapy data showed no excessive drain or fill volumes compared to the programmed maximum peritoneal volume setting (3,000ml). The previous therapy the day prior to the event was reviewed and no issues were identified. Therapy data showed an inadequate drain volume alert during night cycle drain 1 and ended therapy. No cause was identified for the reported inadequate drain volume alert. There were no device error or system error alarms associated with this event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during an unknown process step. The patient was connected to the amia device at the time of the event. Renal therapy services (rts) offered to assist the home patient (hp) with disconnecting and performing manual drain however, the hp stated they had a lifting restriction and could not lift the continuous ambulatory pd bags. Rts advised the hp to contact the after hours pd nurse immediately to notify of the symptom. The hp stated they understand and will contact the pd nurse. The device was operational, and a swap was not necessary. At the time of this report, the patient outcome was not reported. There was no report of a medical intervention associated with this event. No additional information is available.